Event description:
Ous MDR - this rv lead was capped and replaced on (B)(6) 2017 due to high shock impedances of greater than 150 ohms. The patient came into the clinic and all three shock polarity configurations were higher than 150 ohms for six consecutive days. No additional adverse patient events were reported.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the data you provided. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves confirmed a sudden increase of the shock impedance from 60 ohms to >150 ohms in (B)(6) 2017. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.